Event description:
It was reported that the system 6600 would shut down without command. The operator suspected the electrical plug. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the ac connections inside the mains plug were not secure. Connections secured. The system was tested and found to be working as intended and placed back into service.